Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a navi-star¿ thermo-cool¿ electrophysiology catheter and there was an intermittent or low irrigation on the device but not complete occlusion. There was a high temperature reading from the catheter when rf (radiofrequency) was being delivered. The system stopped ablation immediately when the cut-off value had been exceeded. The generator parameters were: power control mode; cut off 42; power cut off 35w. A second device was used to complete the operation. There was no adverse event reported on patient.

Manufacturer narrative:
On 13-oct-2025, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent a cardiac ablation procedure with a navi-star¿ thermo-cool¿ electrophysiology catheter and there was an intermittent or low irrigation on the device but not complete occlusion. There was a high temperature reading from the catheter when rf (radiofrequency) was being delivered. The system stopped ablation immediately when the cut-off value had been exceeded. The generator parameters were: power control mode; cut off 42 ; power cut off 35w . A second device was used to complete the operation. There was no adverse event reported on patient. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection, temperature and impedance, and irrigation tests of the returned device were performed in accordance with j&j medtech procedures. Visual analysis of the returned device revealed that no damage or anomalies were observed on the device. Temperature and impedance test was performed, and the device was found working correctly. No temperature or impedance issues were observed. An irrigation test was performed, and the device was flushing correctly, no obstructed holes were observed. No irrigation issues were observed. A manufacturing record evaluation was performed for the finished device 31604119m, and no internal action was found during the review. The high temperature and irrigation issues reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instructions for use contain the following recommendations: the catheter has not been shown to be safe at electrode temperatures above 50°c. To ensure that the maximum allowed temperature is 50°c, verify that the catheter selection on the rf (radiofrequency) generator is correct for the catheter. Purge the catheter and the irrigation tubing with heparinized normal saline prior to insertion of the catheter into the patient. When rf energy is interrupted for either a temperature or an impedance rise (the set limit is exceeded), the catheter should be removed, and the tip cleaned of coagulum, if present. When cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft because twisting may damage the tip electrode bond and loosen the tip electrode. Make sure the irrigation holes are not plugged prior to reinsertion. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).